Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced incorrect label information. The following information was provided by the initial reporter. The customer stated: customer states quality department at facility is aware that bd recommends recollection. Tubes were not all found in 1 case. Some were smudged, others were missing digits. It was reported by the customer that lot number is misprinted. Lot number missing "20" in front of 96311. Label missing part of lot #. Customer states some tubes are missing "20" from lot number on product #: 367815, lot #: 2096311.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-15. H.6. Investigation summary: catalog number: 367815 batch number: 2096311 bd received 1 photo and 131 samples (74 samples in bag one labeled as ¿unreadable lot #¿ and 57 in bag two label ¿partial lot #¿) from the customer in support of this complaint. The samples and photo were visually evaluated and the failure mode of missing label was observed. Additionally, 30 retention samples from the bd inventory were subject to a visual inspection and the issue of illegible/missing print on the label was not observed. Bd is able to confirm the issue of illegible/missing print on the label. Bd determined that the root cause for the reported issue of illegible/missing print on the label was attributed to preventative maintenance within the manufacturing process and awareness of this complaint has been created within the business team. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced incorrect label information. The following information was provided by the initial reporter. The customer stated: customer states quality department at facility is aware that bd recommends recollection. Tubes were not all found in 1 case. Some were smudged, others were missing digits. It was reported by the customer that lot number is misprinted. Lot number missing "20" in front of 96311. Label missing part of lot # customer states some tubes are missing "20" from lot number on product # 367815 lot #2096311.